Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon to be completely detached from the device. Additionally, both the proximal and distal marker bands were dislodged distally. Therefore, the investigation is confirmed for balloon detachment and dislodged marker bands. The exposed inner guidewire lumen was examined and was found to be stretched, likely indicating retraction issues. Therefore, based on the stretching and detached balloon the investigation is confirmed for retraction issues. The investigation is unconfirmed for the reported split balloon, as the balloon was found to be detached. It is likely that the user perceived the detached balloon as being split. The marker bands likely dislodged as the balloon detached distally. It is likely that the detachment of the balloon resulted in the retraction issues through the sheath. However, the definitive root cause for the identified balloon detachment could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure and stent dilatation in a deep vein thrombosis, the pta balloon material allegedly split. It was further reported that a segment of the balloon material allegedly detached and a snare was used to successfully remove the balloon segment. Reportedly, there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure and stent dilatation in a deep vein thrombosis, the pta balloon material allegedly split. It was further reported that a segment of the balloon material allegedly detached and a snare was used to successfully remove the balloon segment. Reportedly, there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.